Event description:
The customer reported that, during a stone extraction procedure, the fiber caught fire where it connects with the laser. The user hooked up and turned on the laser after the checks. She then saw flashes of light and particles in the air, looked over and the fiber was on fire at the point where the fiber meets the plastic piece to connect to the laser itself. The flame was about the size of a candle flame and occurred away from the patient. The procedure was completed using another fiber with the same laser unit. There was no harm or user injury reported due to the event. This report is for the laser. The fiber (tfl-fbx200s) is being reported on the medwatch with patient identifier c(B)(6).

Manufacturer narrative:
The suspect device was not sent to olympus for evaluation. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to e4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the final root cause of the fire at the fiber connector interface could not be determined, as the device was not returned for evaluation. Olympus will continue to monitor field performance for this device.